Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. A transmitter (part number stt-rf-001serial number (B)(4)/lot number 5216319) was returned for evaluation. A paring test was performed and the test pased. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.